Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 25 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged and bent. The insertion site was a bit red. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Investigation results did not find a bent/kinked soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported skin condition could not be conclusively determined.